Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump displayed the reset screen unexpectedly. Reportedly, the customer was changing out the cartridge when the issue occurred. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer reloaded the cartridge to resolve the issue.